Event description:
It was reported that the patient experienced palpitations. The atrial lead exhibited loss of sensing. A chest x-ray confirmed twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.